Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was going to the pump removed due to a failed pump and bad experience with the pump. The drug used in the pump at the time of the event was not reported. Add'l info becomes available.